Manufacturer narrative:
The pump was monitored for 48 hours with 2.0 basal rates. The pump was programed with multiple bolus units and selected suspend mode for 4 hours after. The pump was found to be functioning properly. All selected data was properly delivered and recorded on the pump history screen. There was no bolus, basal or history anomalies noted. The pump was found to not have suspended itself, have no history anomalies and no bolus anomalies. There was no damage on the keypad traces noted. The pump functioned properly during rewind, basic occlusion, occlusion, prime, and excessive no delivery and displacement test. The pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and broken belt clip.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states their blood glucose levels have been running high. The customer's blood glucose levels are reported to have been in the 500mg/dl to the 600mg/dl. The customer states they woke up to their device stating they had been in suspension for two hours. The customer states they feel like there is no limit as to how much insulin the pump will deliver. The customer was advised the pump would be replaced and returned for analysis.